Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received vibratory notifier and called the clinic. The patient was asked to send manual transmission, and this was unsuccessful. The patient was brought in the clinic and the implantable cardioverter defibrillator (ICD) was interrogated, showing the device was in backup vvi mode due to excessive telemetry use by the transmitter. The device was successfully reprogrammed to normal function. The patient was asymptomatic. She was discharged and would continue to be monitored remotely.